Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that six years and six months following the implant of this transcatheter pulmonary bioprosthetic valve, a stent fracture was present resulting in deteriorated valve function consisting of severe central pulmonary valve regurgitation and an increased gradient. Subsequently, a second transcatheter pulmonary bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.